Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'sudden upstream occlusion' which was reproduced. A review of the event history log identified the presence of multiple 'upstream occlusion!' Messages. The cause was determined to be an ultrasonic sensor requires calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.